Event description:
According to the reporter, pre-operatively, 2 handles failed to charge. Other handles were able to charge using these chargers. Surgeon used manual stapler to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that battery data was taken from the handle and the cfet (charge field-effect transistor) permanent failure was tripped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused to the reported condition. Functionally, the gas gauge/battery data file for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.